Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/14/2010, 06/24/2010 and 06/28/2010 by phone, fax and mail. A completed questionnaire has not been received. Medical records were received on 07/09/2010. (B)(4).

Event description:
Adverse event(s): "blurry vision" (blurred vision). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]. A consumer reported that following bilateral intraocular lens (iol) implant surgery, he has blurry vision and needs three different pairs of glasses to function. Medical records were requested and received. According to the medical records, posterior capsule opacification was noted approximately two weeks following the iol implant procedure. An astigmatic keratotomy (ak) was performed twice to relieve residual astigmatism. A yag laser procedure was performed for posterior capsule opacification. Approximately fourteen months following the iol implant, the consumer was diagnosed with cystoid macular edema, which was treated with medications. A third astigmatic keratotomy was performed to relieve residual astigmatism. The consumer continued to experience blurry near vision. There are four medical device reports associated with this event. This report is for the left eye.